Manufacturer narrative:
Product event summary: the product was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Rv pacing impedance within range. No episodes collected in s2d data. Rv capture thresholds between 0.375 and 0.625 v.

Event description:
It was reported that there was no capture on the right ventricular (rv) lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.